Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in sweden who was receiving lioresal 2000 mcg/ml at a dose of 880.2 mcg/day,simple continuous, via an implantable pump. The diagnosis was spastic tetraplegic cerebral palsy and the indication was severe spasticity. It was reported that some time post operatively the first motor stall occurred sunday morning, (B)(6) 2016. This was noticed by the alarm and the staff followed the patient to the ER. The logs noted the stall occurred at 02:32 and recovered that same day at 10:00/10:01. Although the representative reported the motor stall recovery occurred at 11:00 am. The patient was sent home after the pump check and there was no change in spasticity according to staff. A second motor stall was tuesday, (B)(6) 2016 morning at 01:51 and lasted about 1.5 hours, recovered per the logs at 03:16 also with no change in spasticity. In regards to activities close to the motor stall it was reported as ¿nothing special¿ as the patient had a friend over to visit her on saturday. The elective replacement indicator (eri) was 26 months. There was no patient harm or injury. Actions were required but the specifics were not provided. The patient outcome was unknown at the time of the report.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Type of reportable event: updated to serious injury as intervention had now taken place. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-04 the representative further reported information from the hcp in which the cause of the motor stall was not known. There was no MRI or other known interferences. Troubleshooting included the physician who attempted to restart the pump. This date was not known. The pump was replaced with a new pump, no actions planned. The patient was ok, therapy effective, with the new pump. The pump was being returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.